Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2024, it was noted that both leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.